Event description:
Patient had sparc procedure for sui, surgical details not indicated. Patient "presented with wound infection/discharge. CT confirmed bowel perforation. O.r. Report of bowel resection describes low ventral hernia through and through small bowel. Small bowel resection performed. Inadvertant cystotomy during dissection for small bowel resection. Mesh removed transvaginally. Follow-up CT with question of enterovesical fistula/atrophic left kidney." Currently on prophylactic antibiotics awaiting urodynamics. Cystogram shows no evidence of fistula.